Event description:
It was reported that a motor stall was confirmed in the ¿attention dialogue box¿. The patient had an MRI approximately 30 minutes prior to the report, which is when the pump stalled. The reporter had been trying to update the pump to restart it. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n300510, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).